Event description:
An optometrist reported a patient with mild postoperative light sensitivity two weeks following lasik treatment in both eyes. The patient's topical steroid dosage was increased. There was no loss of bcva. In a follow up with the optometrist, he indicated the patient had not been seen since the date of the event. His next appointment is his regularly scheduled postop examination on (B)(6) 2014. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).